Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitively determined based on the information available. There was no ivl malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. Two shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the mid right coronary artery and proximal right coronary artery (rca). This report is for the second catheter. Refer to MDR#3015053838-2025-00035 for the first catheter. 40 pulses were successfully delivered at 4 atm. There was no ivl malfunction reported. This event was sent to the clinical events committee (cec) for adjudication of the myocardial infarction (mi). The cec determined that the mi was a non-q-wave mi attributable to the target vessel. They determined that the mi was possibly related to the study device and definitely related to the procedure. The film was reviewed, and they observed a side branch occlusion of the rca. There were limited troponin values provided in the chart. The patient was discharged two days after the index procedure.